Event description:
The customer alleged back to back results 69 mg/dl and 122 mg/dl on his meter and within 10 minutes of the 69 mg/dl result a value of 75 mg/dl on his meter, which was taken at the same time as the venous sample and subsequent results of 22 mg/dl on the hospital's device. He was treated with IV glucose and food at the hospital for hypoglycemia and possible seizure and released after 5 hours. Return requested and replacement was sent.